Manufacturer narrative:
PMA/510k: k011375, reported device not marketed in the u.s., however similar devices or devices that share components, raw materials, process, methods or other technological characteristics are registered in the u.s.. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received from the customer nine closed samples and one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the (european pharmacopoeia: 0.93 kgf in average and 0.84 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle was already detached from the thread when opening the package. In other unit the needle detached from the thread during stitching, in a tooth extraction procedure (veterinary case).